Manufacturer narrative:
G4: 17jun2020. B4: 19jun2020. The service engineer (se) inspected the device and confirmed the navigation ring was not working and not jumping. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. A front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021 b4:(B)(6) 2021 parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
It was reported that the ventilators navigation ring was not working. Reportedly, the numbers move back and forth on their own when trying to make setting change and could not make setting changes via the touchscreen or navigation ring. There was no patient involvement.